Event description:
It was reported by the patient's physician's assistant that the patient passed away due to sudep. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.